Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2015. (B)(6). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 500680. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported blood leaked out of a 23 g x .75 in bd vacutainer® winged safety pbbcs, 7 in tube and luer adapter during blood collection. No report of mucous membranes exposure, injury, or medical interventions.